Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (20 mg/ml at 6.2mg/day) via an implantable pump for non-malignant pain. It was reported that there was a procedural issue during a pump replacement for a normal elective replacement indicator (eri). It was reported that the patient had challenging anatomy to comfortably fit the pump, so the surgeon re-sized the pocket using the pump to help size the pocket multiples times. This may have contributed to the wrong pump being handed off by the scrub tech when the surgeon was ready to implant and close. The scrub tech accidnetally handed off the old pump which was closed back into the patient while the new pump remained on the sterile field with drug in it. Upon attemping to update the pump while the patient was still in the or and asleep, it was discovered that the old pump was re-connected to the catheter and closed inside the patient. The surgeon re-entered the or. The old pump was removed again. The new pump was implanted and closed. The rep successfully updated the new pump with their tablet after closing the incision for the 2nd time. The new pump remained sterile throughout the procedure. The procedural mistake was quickly resolved, and the issue was resolved. The hcp had no further information for the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8667-20 (serial: (B)(6)); product type: 0203-pump; implant date (B)(6) 2026; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.